Event description:
Additional information received from the manufacturer representative (rep) indicated the interstim was turned off for four to five days as a form of troubleshooting. The patient still had symptoms with the device off. When the patient saw the healthcare provider, they ruled out an infection, and an x-ray was ordered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced pocket burning and soreness when sitting and lying down. Troubleshooting included turning the device off to see if that resolves the issue. The patient was also advised to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their x-rays came back normal.